Manufacturer narrative:
Initial

Event description:
It was reported that the user accidentally entered an incorrect pairing code when attempting to pair the ilet pump with a dexcom g7 continuous glucose monitor (cgm) sensor and requested assistance; the agent guided the user through correcting the pairing and pairing was successful, and blood glucose values were unaffected, indicating a user procedure issue with no applicable device component involvement. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to entering the wrong pairing code, consistent with an improper procedure and no applicable device component issues. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.